Event description:
It was reported that control-iq did not adjust insulin delivery as customer expected. Subsequently, the customer experienced a blood glucose (bg) value displayed as "low". A specific bg value was not provided. Customer treated low blood glucose by consuming carbohydrates. Technical support explained how control-iq predicted glucose values and adjusted insulin, after which customer acknowledged that pump and control-iq were working as intended and remained on.